Manufacturer narrative:
Evaluation of the stellaris unit was performed at the user facility by a field service technician. The stellaris was tested in all surgical modes. All readings were certified to be within manufacturing specifications. As a precautionary measure ultrasound module (B)(4) was returned to bausch + lomb for further inspection. An internal inspection of the module revealed no abnormalities. The pins of the handpiece connector were physically acceptable with no discoloration. Functional testing was performed to measure output parameters in the sculpt mode. All outputs were found to meet specifications. A review of the device history record found the module met all manufacturing specifications at the time of release. The cause of the reported problem could not be determined.

Event description:
The user facility reported the patient sustained a corneal burn during cataract surgery. The planned procedure also included a stent after the iol implant. The surgeon made the incisions and injected the viscoelastic. At that point, instead of starting capsular rehex, the surgeon asked for the I/a hand piece. The surgical technician verified the request and the surgeon began I/a. After several minutes of I/a the surgeon performed the capsular rehex and hydro-dissection, then proceeded to phaco. After approximately 5 minutes of phaco, the surgeon noticed a milky white substance in the eye. The surgeon consulted with a visiting sales representative from another manufacturer who asked if there was fluid going into the eye and if the handpiece was occluded. The equipment was checked and found to be functioning normally. The surgeon resumed phaco and at some point determined a corneal burn had occurred. The surgeon continued to phaco for a little while longer, asked for more viscoelastic, and then asked for the extra cap set. The remainder of the cataract was removed with the extra cap instruments, and the eye was closed with 10-0 nylon. The iol was not implanted and the stent was not placed in the eye.